Event description:
Event description boston scientific received information that a ventricular lead revision procedure was performed due to the lead becoming dislodged. An attempt was made to reposition the lead but, bit the helix would not retract therefore the lead was removed and replaced. The lead will not be returned.